Manufacturer narrative:
The returned device was evaluated. The device was able to turn on using battery and ac power and was able to remain powered when docking and undocking. The device was found to visually and audibly alarm during alert conditions. The device was able to obtain spo2 and pulse rate readings on ac and battery power. No error message was observed during testing and evaluation. The device remained powered on for over 72 hours with no display issues and the system did not crash. The touch screen was fully functional. Internal visual inspection was performed and no circuitry damage or defects were observed. No loose cabling or loose circuit board to circuit board interconnections were observed. No performance issues were identified. The reported issue was not confirmed. (B)(6).

Event description:
The customer reported the saturation measurement does not always function, the software is crashing and the display is frozen, after reset it work for 24 hours then the same happens. No patient impact or consequences were reported.